Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed an irritation under the lifevest that was described as itchy, and had open areas with blood. The patient's doctor instructed the patient to use a cream and a powder. The patient also removed the device to let her skin heal. After removing the device the patient reported that the irritation healed.